Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during a laser assisted cataract surgery, after phacoemulsification, a hole was noted in the periphery in the posterior capsule. The intraocular lens (iol) was changed to a sulcus lens and enlargement of the incision was required.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).